Manufacturer narrative:
Results: the core wire and wrapping wire were fractured at the tip of the returned sep8 approximately 150.0 cm from the proximal end. Conclusions: evaluation of the returned sep8 confirmed that the core wire and wrapping wire distal to the bulb were fractured. If the sep8 is repeatedly manipulated through tough clot burden, damage such as a fractured core wire may occur. If the core wire fractures, the wrapping wire may fatigue and fracture. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the femoral vein using an indigo system separator 8 (sep8), an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician used the sep8 with the cat8 several times to remove much of the existing thrombus. After approximately one hour, the physician observed that no thrombus was being aspirated out even though the sep8 was being used. The physician then noticed that the wire distal to the bulb of the sep8 broke off in the cat8. Therefore, the sep8 was removed and the broken wire of the sep8 was aspirated through the cat8 into the canister. The procedure was completed using a new sep8 with the same cat8 and sheath. There was no report of an adverse effect to the patient.